Event description:
In 2005 pt in ICU was found to have excessive bleeding from rij large bore introducer. Pt sustained extended asystolic/pea arrest. Resuscitation lasted over 1 hr and required 13 liters of fluid and 4 units of prbc. Pt regained pulse and went emergently to the or and then sicu. Pt was removed from life support 4 days later. Followup indicated that introducer separated from b. Braun medical pump. Hosp is not attributing pt's expiration to introducer. Device will not be returned.